Manufacturer narrative:
Philips has investigated this complaint. According to the additional information collected, the system was in clinical use when the issue was occurred. The philips field service engineer (fse) inspected the system onsite and confirmed that the carto signal was not transferred to flexvision monitor. The fse replaced the wall outlet ps nw vga booster. After replacement, the system was returned to use in good working order. Five days later, however, the system was reported to the mages were not displayed separately on individual segments after adjusted the configuration the system was working fine and 5 weeks later the system was reported that the display of the x-ray image on the large monitor was shifted to the right by approx. 3 cm and after readjusted the scanning of the video sources the system was working fine and after 11 weeks later the system was reported as no image on large monitor and it got resolved after the replacement of the wall outlet ps nw vga booster. The codes were updated based on the investigation outcome.

Event description:
It has been reported to philips that the allura xper fd10 system had a back screen on the flexvision monitor in the examination room and that the wcb under the table was without power. Philips has started an investigation of the complaint.